Manufacturer narrative:
Device was returned for evaluation. Evaluation determined that the reported issue was confirmed. The reported issue was found to be due to a faulty iris pcb which causing the light control to not function. The device was tested with olympus iris pcb reference unit and the iris was able to adjust manually and automatically in each designated modes. Additionally, minor cracks were found on the front panel. The life meter reading was found below 50 hours. Light output was found within range. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on the evaluation findings, the reported issue was confirmed. The issue was found to be due to a faulty iris pcb. Once replaced, the device was tested , passed all required testing and issue was resolved

Event description:
It was reported that the clv-190 device lighting was too bright while in use during a procedure. The reporter also stated that the image was washed out and the device was suspected to be too hot. As described by the reporter, the tip of the scope end up burning the skin when touched. There was no patient impact or harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause was not identified. The device was passed more than four years since its manufactured. Due to long-term use, maj-1431 cable pin or signal line connecting the device to cv-190 accidentally breaks down, or the brightness information from cv-190 cannot be received correctly due to the deterioration of the device's components that detects the brightness of the device, and the device is controlled so that it becomes brighter. It may also have occurred due to malfunction of internal parts (aperture u, control board, filter, etc.). Olympus will continue to monitor complaints for this device.